Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the device was not returned.

Event description:
It was reported that arctic sun device was not heating due to an overfill. However, the device never delivered an alarm 113 (reduced water temperature control) even though the outlet control temperature (t2) was unable to achieve the commanded water temperature. They had forwarded the csv file to the engineering team.

Event description:
It was reported that arctic sun device was not heating due to an overfill. However, the device never delivered an alarm 113 (reduced water temperature control) even though the outlet control temperature (t2) was unable to achieve the commanded water temperature. They had forwarded the csv file to the engineering team. Per additional follow up comments received via email on 15feb2024, therapy was stopped and they switched to an older device. Device not sent for evaluation at this time. There was no impact to the patient. Therapy was completed on a different device due to patient not re-warming.

Manufacturer narrative:
Per investigation evaluation, bd has determined that this event is not reportable, since the issue was confirmed as user related. The information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
This supplemental MDR is being submitted to capture additional investigation details. The reported issue was confirmed. The root cause of the reported issue is being investigated under CAPA #9944107. Alarm 113 is triggered within the arctic sun application software by meeting a specified range of watts over a certain period of time. Certain instances that clinically should trigger alarm 113 do not meet this criteria. Per review of case data, therapy was initiated on (B)(6) 2024 at 10:48. Therapy was stopped at (B)(6) 2024 at12:39 where the unit was filled and the water level then showed 5 bars. On (B)(6) 2024 at 20:37 the target outlet water temperature was 32.5, t1 was 30.8, t2 was 30.8, t3 was 28.3 and t4 was 9/1c. At this point the heater kicked on to compensate for the dropping outlet temperatures. Target temp for water out rose to 40, while t1 and t2 dropped and t4 continued to rise to 13.5c. This was the indicator that the unit had been overfilled. The issue persisted until (B)(6) 2024 at 4:05 when therapy was stopped. Per photo review, no alert 113 was triggered by this event. Labeling review is not required because labeling could not have prevented this issue. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that arctic sun device was not heating due to an overfill. However, the device never delivered an alarm 113 (reduced water temperature control) even though the outlet control temperature (t2) was unable to achieve the commanded water temperature. They had forwarded the csv file to the engineering team. Per additional follow up comments received via email on 15feb2024, therapy was stopped and they switched to an older device. Device not sent for evaluation at this time. There was no impact to the patient. Therapy was completed on a different device due to patient not re-warming.